Event description:
Per the clinic, the patient experienced a skin breakdown at the implant site. Subsequently, the patient was prescribed with topical antibiotics for a duration of 2 weeks (specific date not reported).